Manufacturer narrative:
The rashes reportedly presented one month after the implantation of the device. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code captures the reportable event of hypersensitivity. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted during a mid-urethral sling placement procedure on (B)(6) 2018. According to the complainant, one month after the surgery, the patient experienced a pruritic rash which started on her left breast then moved to her right breast. She then developed bumps on her arms, trunks legs and groin. The patient then went to her dermatologist. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.